Event description:
Same case as MDR ID # 2134265-2014-04423, 2134265-2015-02451. (B)(4). It was reported that following a percutaneous coronary intervention, in-stent restenosis occured. A 4.0x20mm, 90% stenosed, de-novo lesion located in the left main coronary artery (lmca) proximal left anterior descending (lad) ostial bifurcation. The lesion was pre-dilated and a 4.0x24mm, 4.0x20mm, and a 4.0x8mm taxus element stents were implanted in an overlapping manner. Post-dilation resulted in 0% residual stenosis. The 3.5x15mm, 75% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.5x16mm taxus element stent was implanted and post-dilation resulted in 0% residual stenosis. In (B)(6) 2012, it was reported that patient experienced stable angina and target vessel revascularization. In (B)(6) 2014, post index procedure a 20% diffuse in-stent restenotic lesion of the previously placed 4.0x20mm and 4.0x8mm taxus element stents located in the left main coronary artery (lmca) was treated with balloon angioplasty, resulting in 0% residual stenosis. The target lesion located in the lad was 80% re-stenosed and was treated with balloon angioplasty resulting in 10% residual stenosis. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).